Event description:
It was reported that the arctic sun device would not cool in decontamination. A test mixing pump was installed to allow the device to cool and complete the decontamination process. This is indicative of a failing mixing pump. It will be addressed by the preventive maintenance (pm). The hot and neutral connections from the power inlet module to the main voltage circuit card show signs of overheating. Both the module and the card will need replaced. Upon tear down of the pumps it was noted that the tank seals were torn and lifted from the tank and the double bend tube was expanded beyond the fit of a new seal.

Manufacturer narrative:
The reported issue was confirmed by CAPA association as manufacturing related. The root cause of the reported issue was covered in CAPA. It was found during the assessment, that the hot and neutral connections from the power inlet module to the main voltage circuit card show signs of overheating. The main voltage circuit card was replaced, as well as the power inlet module. The main voltage circuit card was replaced, as well as the power inlet module. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process; single pull test did not provide stability of process; evidence was not provided when requested for maintenance of records or crimp tools; no crimp cross-sections provided. The device history record review and labeling was not performed as the complaint was addressed by existing CAPA. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not cool in decontamination. A test mixing pump was installed to allow the device to cool and complete the decontamination process. This is indicative of a failing mixing pump. It will be addressed by the pm. The hot and neutral connections from the power inlet module to the main voltage circuit card show signs of overheating. Both the module and the card will need replaced. Upon tear down of the pumps it was noted that the tank seals were torn and lifted from the tank and the double bend tube was expanded beyond the fit of a new seal.